Event description:
The reporter stated that the surgeon was inserting as aspheric three piece collamer lens model cq2015a and the lens haptic tore. The surgeon remove the lens with no pt injury.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows one haptic is torn off and is missing. The optic is torn in half and has several tear in it. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge direction for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.